Manufacturer narrative:
The device was not returned for evaluation. An event regarding an alleged fracture involving a trident driver shaft was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. During a left total hip replacement, the tip of the screwdriver shaft broke off in the screw driver before the screw was fully seated in the acetabular shell. The exact cause of the event could not be determined because insufficient information was provided. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
During a left total hip replacement, the tip of the screwdriver shaft broke off in the screw driver before the screw was fully seated in the acetabular shell. The tip was flushed with the screw head. While trying to remove the screw from the cup it was observed that the tip had come out of the screw. The doctor removed the screw and the cup and used a new acetabular shell with screws and proceeded with the case. X-rays were taken of the patient and the suction canister. The tip was seen on the x-ray in the suction canister. The doctor reported a 30 minute delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a left total hip replacement, the tip of the screwdriver shaft broke off in the screw driver before the screw was fully seated in the acetabular shell. The tip was flushed with the screw head. While trying to remove the screw from the cup it was observed that the tip had come out of the screw. The doctor removed the screw and the cup and used a new acetabular shell with screws and proceeded with the case. X-rays were taken of the patient and the suction canister. The tip was seen on the x-ray in the suction canister. The doctor reported a 30 minute delay.